Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains and returns. Source: phone.

Event description:
11 reported false positive results for flu b and 2 reported false postive results for flu a. The customer communicated the results were confirmed negative by molecular (pcr testing).